Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a valve model 11500a23 implanted in aortic position was explanted after an implant duration of seven (7) months and twenty-nine (29) days for unknown reasons. A mechanical valve was implanted in replacement. The patient was noted as to be in recovery.

Event description:
Per the report received from australia, a valve model 11500a23 implanted in aortic position was explanted after an implant duration of seven (7) months and twenty-nine (29) days due to endocarditis. However, per the information received it was confirmed that no organisms were grown on either valve. The mechanism of failure is then unknown. A mechanical valve was implanted in replacement. The patient was noted as to be in recovery.

Manufacturer narrative:
Information added/updated to section b5 and h6 (type of investigation, investigation findings and investigations conclusions). Corrected data in section h6 (component code): 439 (cusp/leaflet) replaces 4755 (part/component/sub-assembly term not applicable). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: only a piece of what appear to be valve leaflet cut was returned and no imagery was provided. Per product evaluation, reported event was unable to be confirmed. What appeared to be a valve leaflet cut off was retuned. A white tissue-like material was visible over the leaflet. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The original suspicion of endocarditis and the state of the returned leaflet segment indicates the mechanism of failure as some form of material on the leaflet. Leaflet thickening due to material on leaflet is commonly due to endocarditis, thrombus, or host tissue pannus. Based on the information available, a definitive root cause cannot be conclusively determined. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event.